Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
An italian distributor contacted zoll to report that a patient developed a bruise underneath front right sensing electrode. Distributor provided larger size garments. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told him to apply a water-based lotion to the area. Outcome of the bruise is unknown. The patient did return the lifevest due to ef improvement.